Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2021-03744-1. This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109, 4110, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67 and 4315. H10: narrative/data was updated. One (1) imp,tsv,mcol mg,4.7mm,11.5mml (tsvmwb11), one (1) impl tapered scr-v sbm 6m m 5.7mm 10mm (tsv6b10) & two (2) unknown abutments were not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported events or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when they left zimmer biomet. DHR review was completed for the subject lot numbers (62754944 & 61593014). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (62754944 & 61593014) for similar events and no other complaint was identified. Functional testing could not be performed since the devices were not returned. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are excessive torque on implant ¿ implant not placed properly. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2021-03744. Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Unique device identifier (UDI) not required. Device item number unknown, lot# unknown/therapy date unknown. Fax name unknown / not provided. Additional PMA/510(k) number ¿ k101880. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient came into the office with lose abutments. When removing abutment and screw, it was determined that the threads in the implant are messed up and need to be rethreaded.